Manufacturer narrative:
(B)(4). D10: 00625006535 bone scr 6.5x35 self-tap j7776740, 00625006535 bone scr 6.5x35 self-tap j7776740, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length 65800531. 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length j7487167. 00625006515 bone screw self-tapping 6.5 mm dia. 15 mm length j7484801. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 65776823. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient is looking to have the acetabular component revised due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: loosening and malrotation of the left hip arthroplasty acetabular cup. Two lowest screws appear loose with adjacent osteolysis. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.